Manufacturer narrative:
Information not provided. Information not provided. The diamondclean brush head is an accessory to the sonicare flexcare power toothbrush. There is plastic extrusion filling a portion of the left side bristle tuft area. Bristles missing from left side tuft.

Event description:
Consumer complained about bristles falling out. No injury reported.